Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that that the device motor and flex circuit overheated and the device displayed an e6 error code. The device also failed pretests for four different rotational speed assessments. The assignable root cause was traced to user error. (B)(4).

Event description:
It was reported that prior to surgery, it was observed that the cutter device would not lock into the motor device. During service and evaluation, it was determined that the motor and flex circuit overheated and the device displayed an e6 (overheat warning) error code. The device also failed pretests for rotational speed assessment: (console display forward), rotational speed assessment: (console display reverse), rotational speed assessment: (instrument reading forward) and rotational speed assessment: (instrument reading reverse). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.